Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the first flange deployed inside the pseudocyst; however, the stent was not visible under endoscopic ultrasound (eus) view. The first flange was no longer inside the cyst wall. Reportedly, the physician decided to fully deploy the stent and the stent was removed using a rat tooth grasper. The procedure was completed using another axios stent and the cyst was drained successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: a hot axios stent and delivery system were received for analysis. The stent was returned completely deployed. Visual examination of the returned device found the deployment control hub detached from the handle. The outer sheath was kinked, approximately 9 cm from the luer. The slider lock was detached from the handle. The inner sheath was kinked. No other issues were noted to the stent and delivery system. The reported event of stent positioning issue and stent not visible under eus or fluoroscopy could not be confirmed. These events occurred during the procedure and it is not possible to replicate functional failures in the laboratory of analysis. Additionally, improper stent placement is noted within the instructions for use (IFU) as a known potential adverse event related to the use of the device. The damages noted to the returned device were most likely due to procedural factors encountered during the procedure. It may be that the interaction with the scope, the techniques used by the user when trying to remove the device from the patient could have caused the kinks in the inner and outer sheath and/or the amount of force applied to the device could have caused the stent deployment hub and slider lock to be detached from the handle. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the first flange deployed inside the pseudocyst; however, the stent was not visible under endoscopic ultrasound (eus) view. The first flange was no longer inside the cyst wall. Reportedly, the physician decided to fully deploy the stent and the stent was removed using a rat tooth grasper. The procedure was completed using another axios stent and the cyst was drained successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.